Event description:
The device was used during a cholecystectomy. Reportedly the tip of the hook probe disengaged into the pt's cavity. The surgeon was unable to retrieve the component. A new instrument was used. No pt injury.